Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, priming and excessive no delivery test. The insulin pump alarmed motor error during the occlusion test due to moisture damage on the force sensor resistor. The motor was tested outside of the device and passed. There was no excessive no delivery alarm. The insulin pump was received with cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window and stained end cap sticker. (B)(4).

Event description:
Customer's mother reported via phone call motor error alarm and no delivery alarm. Customer received multiple motor error alarms and no delivery alarms. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.